Event description:
A hemodialysis inpatient user facility reported during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was less than 100 cc's. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up.

Manufacturer narrative:
Plant investigation has not been completed. A follow up report will be filed upon completion of the investigation.